Manufacturer narrative:
The customer¿s meter and test strip (1 strip) were returned and were tested using retention controls. Testing results (qc range = 2.5 ¿ 3.7 inr): qc 1: 3.0 inr. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Occupation is lay user/patient. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory result using an unknown method. The meter result was 1.5 inr at 5:30 am. The laboratory result was 3.4 inr at 8:30 am. The customer¿s exact therapeutic range is unknown. The initial reporter stated the customer's therapeutic range was: "in the 2"2."